Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire tip separation as the shaping ribbon was separated, 5 mm distal to the center solder. There was 2.1 cm of the shaping ribbon intact with the tipball. The distal portion of the shaping ribbon was in a corkscrew shape for a length of 1 cm. The full length of the tip coils were stretched and separated at the center solder. Scanning electron microscopy (sem) analysis of the guide wire suggests that the shaping ribbon failure may be attributed to ductile overload. The fractured ends of the shaping ribbon exhibited slight necking and dimples. The distal tip coil exhibited detachment from the center solder. Solder was present at the separated end. For the wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The noted stretched and separated tip coils and the corkscrew shaped shaping ribbon are likely the result of the guide wire tip separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the wire in a trapped state could have then caused the reported tip separation. Although it was reported that the separated portion of the guide wire was fully removed from the anatomy, the lesion was described as heavily calcified and the reported difficulty to remove was due to the lesion morphology which could have contributed to the reported guide wire tip separation. Per the instructions for use (IFU), do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Overall, the reported guide wire tip separation, difficult to remove and the noted stretched and separated tip coils and the corkscrew shaped shaping ribbon appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the interventional procedure to treat a heavily calcified right coronary artery (rca), the guide wire broke into two pieces. Before pulling back hard on the guide wire a non abbott balloon catheter was placed close to the lesion to get the guide wire out of the patient's body safely. After both the balloon catheter and the gude wire were pulled out of the patient's body, it was noticed that the guide wire tip broke off [separated]. Fortunately nothing was left in the patient's body, both parts of the guide wire were found to be inside the guide wire lumen of the balloon catheter. No difficulty or resistance was experienced during removal of the guide wire. The guide wire was difficult to remove due to the vessel. Reportedly, there were no patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.